Event description:
Error l3-020 occurred during the case. The probe was replaced and the error occurred again, but this time stating to check green cable. The error was cleared and the case completed with this probe.